Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level ranged from 108 to 170 mg/dl. A pump system check was performed. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. After the customer changed the infusion set site and resumed insulin delivery, another occlusion alarm was received. The customer declined to remove the site again during the second system check.